Manufacturer narrative:
The subject device was returned to local service department of olympus. Local service department checked the subject device and found that the nozzle was clogged with foreign substances as an event related to the reported event. The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation. Therefore, the exact cause of the reported event could not be conclusively determined. The manufacturing record was reviewed and found no irregularities. Omsc presumed that the event occurred due to any of the following possible causes. User¿s cds process possibly differed to the process recommended by IFU. Contamination possibly occurred in microbiological testing. Reprocessing possibly insufficient due to the device defects.

Event description:
Olympus medical systems corp. (Omsc) was informed that as a result of microbiological testing by the user facility, following microbe was detected from the sample collected from the forceps channel. -instrument channel: klebseilla pneumoniae the device had been manually reprocessed using jianzhisu phthalaldehyde. There was no report of infection associated with this report.